Event description:
It was reported that a patient with a 21mm 2700 aortic valve implanted for nine(9) years, 11 months was explanted due to severe symptomatic aortic stenosis with minimal leaflet calcifications and severe pannus on the ventricular side of the valve. The explanted valve was replaced with a 25mm 11500a inspiris valve within a non edwards ascending aortic graft, with no complications. Patient in stable conditions to ICU. Patient was discharged on pod#2.

Manufacturer narrative:
H3: device evaluated by manufacturer: customer report of stenosis, calcification, and pannus were confirmed. X-ray demonstrated commissure 1 was bent outward, commissure 2 was bent inward and toward leaflet 2, and commissure 3 was also bent toward leaflet 2. X-ray also demonstrated moderate calcification on all three leaflets. Moderate host tissue overgrowth encroached onto the tissue and into the orifice at the greatest distance of approximately 6mm on leaflet 3 at the inflow aspect. Minimal host tissue overgrowth encroached onto the tissue and into the orifice at the greatest distance of approximately 5mm on leaflet 1 at the outflow aspect. Host tissue overgrowth on the stent circumference was minimal at the outflow aspect. All three leaflets were thickened and swollen near the commissures. Calcification, host tissue overgrowth, and thickened leaflets restricted leaflet mobility and led to stenosis. Wire-form was exposed on commissure 1. Sewing ring cloth was cut in multiple areas around the valve. H10: additional manufacturer narrative: host fibrous (pannus) tissue growth is expected in all prosthetic/bioprosthetic heart valves and largely attributable to the host response (such as the foreign body reaction) to the implants. In vast majority cases, the pannus tissue is from surrounding native anatomy such as annulus. The time course and severity of pannus growth is largely variable among the patients. A certain degree of host tissue growth is expected. However, abnormal or severe pannus growth can eventually affect the function of the valve. According to literature, pannus typically occurs between 12 months to 5 years. The underlying mechanism is still not fully understood, but it is generally believed that the patient factors (such as patient immune system, age, other comorbidities, local anatomy) may play important roles in pannus growth in bioprosthetic heart valves. The device history record (DHR) review was completed and this device passed all manufacturing and sterilization inspections prior to release for distribution. Edwards will continue to review and monitor all reported events. Trends are monitored on a monthly basis and if action is required, appropriate investigation will be performed.

Manufacturer narrative:
Updated section h6: type of investigation. The investigation concluded this event occurred due to patient factors.

Manufacturer narrative:
Stenosis, which develops progressively over time, can be due to a number of issues. Additionally, there can be a number of potential known and unknown patient related contributing factors. Structural valve deterioration (svd) is the most common reason for bioprosthesis explants and encompasses multiple failure modes, including calcification, non-calcific degeneration, dehiscence, cusp thickening or fibrosis, or a combination of these. Such failure modes may occur singularly or concomitantly, may contribute to stenosis and/or regurgitation. Alternatively, the nonstructural dysfunction (nsvd) may also play a role in the development of valvular stenosis. A definitive root cause could not be determined; however, it is likely that patient related factors contributed to the event. If additional information is received a supplemental MDR will be submitted. Edwards lifesciences will continue to monitor all reported events.

Event description:
It was reported that a patient with a 21mm 2700 aortic valve implanted for nine (9) years, 11 months was explanted due to severe symptomatic aortic stenosis. The explanted valve was replaced with a 25mm 11500a inspiris valve.